Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an occlusion event on (B)(6) 2025 due to blockage in tubing. The blood glucose level of the patient was 326 mg/dl which was treated by manual injection and bolus from pump. No further information available.

Manufacturer narrative:
Initial and final MDR 2372952, device 2 of 2: e1: patient city: (B)(6). Patient country: united states.